Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis. (B)(6) . The customer complained that the pump occurred blank display. They deal as esd, but have no effect. The customer's blood glucose is normal, didn¿t require medical treatment. No further details given. Customer: (B)(6) in warranty - purchase date (B)(6) 2015.

Manufacturer narrative:
Pump was received with blank display due to battery tube connector unlocked. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.